Event description:
Boston scientific crm received information that during a normal patient follow up, undersensing was observed on this right atrial (ra) lead. Measurements were unable to be performed on the ra lead as the amplitudes were decreased and loss of capture was observed. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this ra lead was capped and successfully replaced. Measurements taken with the new lead were within normal parameters. No additional information is available and the lead will not be returned. If any additional information does become available, this report will be updated.